Event description:
Pt reported obtaining a blood glucose result of 267 mg/dl on the suspect device. Pt indicated that blood glucose was retested, less than 10 mins later, on a physician's device, with a result of 104 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.